Event description:
It was reported that, "after the surgeon implanted a tibial component by using the tibial impactor/extractor, he could not disassociate it from tibial component. Because the surgeon could not loose the center of screw. It was too tight. However, the surgeon could succeed to loose the screw by using a bone clamp."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The device was checked at distribution center after the surgery, and the reported complaint could not be duplicated. Add'l info pertaining to the device referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.